Event description:
A falsely depressed hcg result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a positive result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hcg result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause of the falsely depressed hcg was user error. The sample was run with no level sense and may not have picked up any sample. The instrument is performing within specifications. No further evaluation of the device is required.